Event description:
It was reported that there was insufficient iodine in the minicap and the sponge was dry. The event occurred when the over pouch was opened before use. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation in an unopened pouch. Visual inspection revealed that there was some iodine in the sponge. The device was weighed, and the amount of iodine present in the device was found to be out of specification. The reported condition was confirmed. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. A batch review will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.